Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, high capture threshold was observed. Programming changes were made, but the lead was later explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.3cm was returned for analysis. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed. Correction: date of explant.

Event description:
New information received indicates that the patient had no additional complaints post-procedure.